Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, there was a problem when the jaws were locked on tissue. A standard instrument was used to be able to remove it. There was no patient injury.